Event description:
Pt was revised to address loosening of the femoral which was attributed to the pt falling on her knee over the past couple of years. Osteolysis and poly wear was discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 16 yrs ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.